Event description:
The customer reported an "error message: loudspeaker error". Additional information received indicated that the loudspeaker was not producing sound. The device was not in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.